Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose level was 414 mg/dl. Customer¿s current blood glucose value was 195 mg/dl. Customer specified other relevant blood glucose 301 mg/dl, 250 mg/dl, 234 mg/dl and 200 mg/dl. Customer also complained for calibration not accepted. The customer declined troubleshoot for high blood glucose. The product will not return for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is june 15, 2018. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2018. (B)(4).